Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based on the device inspection result, it is possible that the endoscopic image was not displayed due to poor communication with the video system center due to the damaged connector of the device. The connector breakage may have been caused by bumping or dropping. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against damage to the camera cable. Olympus medical systems corp. (Omsc) determined that the user was able to prevent the occurrence of the reported event by following this instruction. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The device has not been repaired in the past year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility found the connector failure during reprocessing and returned the device to olympus (B)(4). The service department of (B)(4) then inspected the device and found that the endoscopic image was not displayed due to damage to the electrical connector of the device. There was no report of patient injury associated with the event.